Event description:
It is reported the device was implanted in 2000. The device was revised in 2006, due to cyst formation distal to the stem on the tibial component. The pt was experiencing pain.

Manufacturer narrative:
Eval summary: cause cannot be definitively determined. Evaluation method and results: no product or x-rays were returned for eval. Device history records are intact, conforming and indicate MFR to specification.